Event description:
It was reported that a monitor allegedly detached from the shape arm which was attached to the equipment boom, fell and hit the nurse. No injury was reported from the hospital.

Manufacturer narrative:
Through evaluation it was discovered that a screw and washer were not present on the monitor mount, which allegedly led to the monitor detaching from the arm when the user moved the monitor. It is unknown how the screw and washer came to be missing. There was no reported injury.